Event description:
It was reported that the pt experienced a shocking/jolting and burning sensations. The shocking occurred in the neck area two to three times a day in the pt. High impedances (>10000 ohms) were seen on all combinations with electrode #0 which was not programmed into the settings for use by the pt. All other impedances were normal. Group impedances were 297 and 417 ohms. There was no known accident or trauma related to the onset of symptoms although it was noted that the device pocket was tender. X-rays were unremarkable. The pt noted that her stimulation relief remained good except for shocking. There were no issues with recharging and the pt had increased her amplitude to better address her pain. Further info was requested. See MFR report 3004209178-2010-00915 for previously reported high impedance issue.

Manufacturer narrative:
(B)(4).